Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16348393/16133559, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having ineffective therapy and the ipg might be flipped or has migrated. The patient underwent an explant procedure and was reportedly doing well postoperatively.